Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon 1/8" peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported fracture. Consultation with the material analysis team indicated that the drill bit fracture occurred in mixed-mode overload and ductile overload while in right-handed rotation. -medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other similar events reported for this manufacturing lot. Conclusions: the event was confirmed, the drill bit is fractured. Consultation with the material analysis team indicated that the drill bit fracture occurred in mixed-mode overload and ductile overload while in right-handed rotation.

Event description:
It was reported that the peg drill was broken during drilling with the sizer. Once, the tip of the drill was remained in the distal femur, but it was removed with a player. Another 3.2mm drill was used instead of it and the procedure was completed. There is possibility that the universal driver was moved eccentrically.

Event description:
It was reported that the peg drill was broken during drilling with the sizer. Once, the tip of the drill was remained in the distal femur, but it was removed with a player. Another 3.2mm drill was used instead of it and the procedure was completed. There is possibility that the universal driver was moved eccentrically.